Manufacturer narrative:
(B)(4). This report is based on the initial information and the information from investigation. Concomitant medical products: m2a hi carbon taper liner p/n 15-105011 l/n 234270; m2a hi carbon modular head p/n 11-163677 l/n 050590; ti low profile screw p/n 103536 l/n 263780; ti low profile screw p/n 103533 l/n 752490; taperloc femoral p/n 11-103206 l/n 992660. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06004, 0001825034-2017-06005, 0001825034-2017-06565. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a primary total hip arthroplasty on (B)(6) 2008. It was noted that the patients' hip had dislocated anteriorly. Subsequently, the patient underwent a revision surgery due to dislocation on the same day. Attempts have been made and additional information on the reported event is unavailable.